Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Embolic protection: emboshield nav 6 (22438-19, lot # 0043051). Other: bivalirudin. The stent remains in the patient. The lot number was reported. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. Cerebrovascular accident and mi are listed in the product instruction for use as known potential adverse effects. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that eight hours after the implantation of the rx acculink stent in the left internal carotid artery, the patient experienced a stroke with left sided weakness and confusion. The CT scan of the head shows right thalamic hypodensity of indeterminate age suggestive of infarct. The MRI of the head showed multiple scattered infarct of indeterminate age. There was no reported intervention. The patient's stroke symptoms resolved three days later. The patient had a myocardial infarction (mi) four days after the procedure that was treated with nitroglycerin, heparin, and morphine. The patient's mi resolved the same day. Though requested, there was no additional information provided.

Event description:
Subsequent to the initial medwatch filed, additional information was received indicating that the patient had a second myocardial infarction (mi) 25 days after the procedure. The patient was transferred from rehabilitation to an acute car facility with symptoms of congestive heart failure. The patient was given intravenous heparin and lasix.